Manufacturer narrative:
Device was received in backup mode and battery voltage having reached eol. Backup vvi is in consistent with code corruption most likely due to normal battery depletion.

Event description:
It was reported that the patient presented in the emergency room after experiencing presyncope and bradycardia. Upon interrogation, it was noted that the pulse generator was in back-up due to low battery voltage. The device was explanted and replaced. The patient was stable before, during and after the event.